Manufacturer narrative:
Continuation of concomitant products: 5076 lead, implanted (B)(6) 2006; 6949 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced skin necrosis and erosion; an infection was confirmed and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted. No further patient complications have been reported as a result of this event.